Event description:
It has been reported to philips that the device could not expose during a procedure. The customer reported that the image was not clear, which affected the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to generate x-rays. According to the additional information received, the system was used for planned treatment/non-emergency treatment and the procedure was completed after restarting the system. The review of log files showed point internal inverter failure. The power inverter unit (point) was replaced, and tube adaptation was completed. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed by restarting the system. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.